Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the reload was connected to the handle but the jaws would not close normally. The event occurred during the procedure but the product was not used for patient. There was no adverse event or patient injury. The procedure was completed with another device.